Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 14.5 diopter intraocular lens was explanted due to a hypermyoptic outcome. The lens was replaced with another zlb00 lens of a lower diopter (13.5). No further information was provided.

Manufacturer narrative:
Additional information: patient is a female the zlb00 lens was implanted into the left eye on (B)(6) 2016. Gender/sex: female. If implanted, give date: (B)(6) 2016. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.